Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced a syncopal episode and was admitted to the hospital. A device evaluation was performed, during which shock lead impedance measurements were found to be high out of range. Additionally, pacing impedance measurements on the right ventricular (rv), right atrial (ra), and left ventricular (lv) leads were noted to be elevated but remained within normal limits. Evaluation of the electrolyte levels for the patient revealed fluctuations, and it was suspected that the impedance changes were related to physiological factors rather than a device or lead anomaly. The plan was to continue monitoring the patient. This rv lead remains in service. No adverse patient effects were reported.